Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an evt the left brachial artery was punctured and another manufacturer's wire guide was advanced to the left external iliac artery when the user attempted to insert a flexor shuttle tibial guiding sheath, but found the tip to be frayed and could not insert the device into the patient's body. Anther flexor shuttle tibial guiding sheath was used to complete the procedure. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient occurred. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The customer did not provide pictures nor return the device; therefore, cook was unable to complete a device failure analysis. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Evidence from the complaint file, device history record, complaint history, validations, and manufacturing documents suggest that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in-house or in the field. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package and to investigate any resistance felt before proceeding. A review of the manufacturer¿s instructions and quality control procedures was conducted, and no gaps were discovered. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure without design or manufacturing deficiency contributed to the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an evt the left brachial artery was punctured and another manufacturer's wire guide was advanced to the left external iliac artery when the user attempted to insert a flexor shuttle tibial guiding sheath, but found the tip to be frayed and could not insert the device into the patient's body. Anther flexor shuttle tibial guiding sheath was used to complete the procedure. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient occurred.